Event description:
It was reported that during an implant procedure, "a lot of noise" was displayed on the analyzer screen of the programmer. The caller tested the programmer near a printer the next day and noise was displayed. When the printer was moved, the noise went away. The caller had also connected the cables to the adapter and "clipped the ends together." Technical services indicated that this, it could be electromagnetic interference (emi) than a programmer/analyzer issue. The caller was performing the test at another location, other than the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.